Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: intact, purple particles on the surface area (purple particles were performed by a marker). Leak test was performed and no leakage was observed. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: intact and functional. No openings or issues related to broken device were observed. Leak test and fill test were performed with normality.

Event description:
Healthcare professional reported "te was not expanded after being injected saline". There was no patient contact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: avoiding damage during surgery - extreme care should be taken to avoid damage to the tissue expander during surgery. Possible sources of damage include sharp surgical instruments such as scalpels and needles used during the initial surgery, subsequent filling, or hematoma/fluid evacuation. A sterile back-up tissue expander must be readily available at the time of surgery in the event that damage occurs. Products must be carefully inspected for leaks or nicks prior to use. Do not attempt to repair damaged products.

Event description:
Healthcare professional reported "te was not expanded after being injected saline". There was no patient contact.